Event description:
At the end of a routine home hemodialysis treatment, the cycler alarmed for arterial air within the cartridge line. User elected to discontinue treatment and discarded the blood within this cartridge blood circuit line. Estimated blood loss-1900cc. No adverse symptoms were reported at the time of the event. Prior to this event, over two weeks period , user had also discarded the additional blood filled cartridges during routine hemodialysis treatments in response to cycler arterial air in line alarms. Notification was not made to the manufacturer. Total estimated blood loss (four cartridges) - 760cc. At the end of this two weeks period, user was admitted as an inpatient for copd exacerbation during this inpatient admission, patient was transfused with two units of packed red cells for a hgb 8.4 gm/dl.

Manufacturer narrative:
There is no evidence of a device malfunction. The cartridge passed prime and alarms testing prior to connecting patient for treatment. It is expected that a cartridge issue would have been identified during the priming phase. The cycler alarmed appropriately to the presence of air in the blood circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Air in the blood circuit is an expected event if the operator does not tighten all connections or does not adequately remove air during the priming process as instructed in the user guide. The user has continued to use the cycler with no additional subsequent similar issue reported.